Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿a leak appeared in the location of the thread¿ on a bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as samples were unavailable for this incident as well as a lot number, a thorough sample investigation and a device history record review could not be performed. During the manufacturing process, inspections and tests are regularly performed during the molding process and the assembly process. These tests and inspections include, quality dimension measurements, assembly verification, functionality and piston welding tests, needle housing rotation inspections, and cannula length inspections using a caliper gauge. Based on the limited investigation, a cause for the reported issue could not be determined. Based on the low frequency of the defect it was determined that no CAPA is required.

Event description:
It was reported that ¿a leak appeared in the location of the thread¿ on a bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that ¿a leak appeared in the location of the thread¿ on a bd phaseal¿ injector luer lock n35. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.